Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted tissue entwined on the fixed helix, and a large cut was noted in the insulation (induced damage). Testing was completed to assess lead electrical performance. Measurements were within normal limits. The helix abnormality was confirmed based on the finding of tissue entwined in the helix. Please note: the event description has been amended/updated.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was repositioned several times due to high unipolar thresholds, and less than adequate bipolar thresholds. Further examination was conducted to determine whether the distal electrode was functioning appropriately or if patient's anatomy was a factor. This could not be determined. Troubleshooting steps were performed by adjusting the clips and repositioning the lead in the distal septum. Additionally, tissue was cleaned off of the helix. Subsequently, the physician elected to exchange the lead for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds and helix extension/retraction difficulty. The lead was repositioned several times due to high unipolar thresholds and less than adequate bipolar thresholds. Further trouble shooting steps were conducted without success. The physician elected to exchange the lead for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned for analysis.